Event description:
An everflo intl device was returned to a service center with no initial alleged complaint. During the evaluation of the device, the service technician observed a burned power connector. Additionally, the service technician noted springs are rusty, main fold, opi concentrator tubing, braided tubes, microdisk, humidifier tubes are worn, pca start button is broken, sieves are worn, flowmeter and outlet cover are cracked, and o2 is too low after a few minutes. The device was repaired and returned after the evaluation was completed.